Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot# l78418, serial# implanted: (B)(6) 2000, explanted: product type catheter. Product ID 8578, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product type accessory. Product ID 8575, lot# j0206282r, serial# implanted: (B)(6) 2003, explanted: product type accessory. (B)(4).

Event description:
It was reported that the patient overdosed and experienced symptoms of; flaccid, lethargy, hypotension, and bradycardia. It was indicated that the patients pump was programmed on (B)(6) 2012 to 325mcg/day and currently set at 500mcg/day in which the logs show a pump update on (B)(6) 2012. The outcome of the patient was not provided. The drug delivered via pump was baclofen. Additional information had been requested, but was not available as of the date of this report.